Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2019 during the first follow-up after the implantation, 13 episodes of sustained ventricular fibrillation with ventricular noise oversensing were observed. The noise was suspected to be external interferences or myopotentials. All parameters were regular. Provocative tests were performed at 0.4mv, 0.6mv, 0.8 mv and 1 mv and the noise could be reproduced when the patient deeply breathed. Diaphragm sensing was therefore suspected. The ventricular lead was re-positioned on (B)(6) 2019.